Event description:
Knee effusion [joint effusion]. Knee pain [arthralgia]. Case description: spontaneous report received on (B)(6) 2010 from a hcp regarding a female pt (unk age and initials). The pt had a history of gonarthritis, previous synvisc injections in 2009, knee pain and knee effusion. The pt received series of synvisc injections into an unspecified knee on unspecified dates in 2010. The hcp reported the pt experienced knee effusion and knee pain. No "joint puncture" was performed and the physician "directly" injected corticosteroids (altim, unspecified). The pt recovered within 48 hours. The physician suspected the incidents to be of allergic etiology and according to the hcp, this type of incident occurs only with synvisc and not with other visco-supplements. At the time of this report, the pt was recovered from knee effusion and knee pain. See (B)(4) for other events from this reporter. Additional info was received on 15-jun-2010 in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint.